Manufacturer narrative:
Returned for evaluation was a solero probe. A visual review of the device noted no obvious defects. The returned probe was tested for flow rate and functionality. The probe was deemed to be functioning properly. The reported complaint description of an error 209 could not be confirmed as the device functioned as intended during testing. A definitve root cause for the reported complaint description of error 209 cannot be determined. Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. Angiodynamics is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
A patient of unknown age and gender presented for a microwave ablation procedure of the liver. A 19cm solero probe was attached to a refrigerated 1 litre bag of sterile saline and primed. The probe was tested on 100w for 30 seconds prior to use in 100mls of sterile saline and then placed into a liver lesion under ultrasound guided CT. The microwave wave was set to 140w for 6 minutes and switched on. After approximately 15 seconds, a yellow "error 209 ; temperature >52 degrees" code stopped the procedure. The error code was ticked and another ablation was attempted at the same settings; this resulted in the same error code. The machine was switched off and the coolant was swapped for another bag. The coolant was changed for another refrigerated bag of saline. The unit was switched back on and another ablation was attempted. After approximately 10 seconds, an error code 502 stopped the procedure. The treating physician determined not to continue the procedure. There was no adverse patient impact. As the patient was put under anesthesia and no treatment was provided, there was potential patient safety risk. It was reported the disposable device is available for return to the manufacturer for evaluation.